Manufacturer narrative:
H.4: correction to the device manufacture date from 01/09/2020 to 01/28/2020. A batch record review indicates no discrepancies. Preventive maintenance (pm) logs were checked and all pm's were completed. Affected amount: 2pcs. Duoderm h/active gel 30g was manufactured under system application and products (sap) code (B)(4) and manufacturing lot number 0a00574. Lot number 0a00574 was sterilized under lot 20a13k3827 and released on review of results of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with process instructions (pi) for the gel process. A visual inspection was performed in accordance with process instructions (pi) was completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was raised during the manufacturing process of lot 0a00574. There are two (2) complaints registered for the affected lot within complaint handling system (tw) however, they are for different malfunctions. A photograph has been received for this issue and has been evaluated in accordance with work instructions (wi). The photograph confirms the complaint issue and the expected product. The photograph shows a scuff mark on one tube and a rust looking mark on the other. The samples were returned to deeside and inspected further. The tube with the rust looking mark has been confirmed to not be rust and just a mark on the tube. This is unlikely to have been there when the tube was packed as each tube is inspected and then hand packed. Operators have been made aware of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there was dirty found on the device." Additional information was received informing clarifying ¿yes, it only has dirty on the outer tube.¿ the product was not used. A photograph depicting the reported complaint issue were provided by the complainant.